Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mkh840, 8805h56 and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure the needle popped off the suture at the swage. Very little pressure applied when this occurred. The surgeon was not aware the suture had separated as he was suturing. No adverse patient consequences were reported. No additional information was provided.